Manufacturer narrative:
The advance devices were discarded however the video capsule subject of the reported event is being returned for evaluation. The instructions for use (IFU 731119) also contains the following instructions: "push the video capsule into the capsule cup with the optical dome of the video capsule facing out. Listen for an audible click (this indicates that the capsule is appropriately seated within the capsule cup). Deploy the capsule by following these steps: open the finger ring handle briskly until it stops. Confirm capsule delivery endoscopically by looking through the clear capsule cup and seeing the cable and the empty capsule cup. Advancing the capsule cup from the distal tip of the endoscope may enhance the luminal field of view. If the capsule does not fully deploy: close the finger ring handle. Slightly alter the position/angulation of the endoscope. Straighten the handle and catheter and repeat deployment steps. After capsule delivery, close the finger ring handle until the deployment cable is retracted into the catheter." The user facility received in-service training on the proper use and operation of the advance capsule endoscope delivery device. The device history record was reviewed and no abnormalities were identified. A complaint review indicates this to be an isolated event. There have been no other complaints associated with this lot. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the video capsule holder on advance capsule endoscope delivery devices was observed to be cracked. User facility personnel utilized another advance capsule endoscope delivery device and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
The video capsule subject of the reported event was requested back for evaluation. Upon receipt of the product, it was found that only the video capsule packaging was sent back; the video capsule subject of the reported event was not contained within the packaging. Without the return of the video capsule subject of the reported event a root cause cannot be determined. No additional issues have been reported.